Manufacturer narrative:
The 2008t machine operators manual (B)(4) does warn that the venous alarm may not sound in all cases of needle dislodgement or line disconnection and the patient's access should be visible at all times. The post market surveillance department is in the process of requesting patient treatment data and medical records. The plant investigation is in progress and a supplemental medwatch will be submitted upon completion of all investigation. (B)(4).

Event description:
A user facility medwatch was received reporting that approximately 3-3.5 hours into a scheduled hemodialysis treatment, it was noted the patient had blood under her chair. The patient was unresponsive, diaphoretic and agonally breathing. Blood pressure (bp) was 87/57 and heart rate was 42. It was determined the venous line had disconnected from the venous needle connection. The patient's blood was not returned. The patient received 2000 ml of normal saline and became responsive. Bp 84/46, heart rate 54. Patient was transported via ambulance to the hospital. Estimated blood loss was 900 ml (600 ml from the alleged line disconnection and 300 ml of blood in the dialyzer and lines). According to follow up with the facility clinic manager (cm), she is not sure if the machine alarmed. She received conflicting reports from staff. The blood line was discarded and is not available for return. Additional follow up with the cm was performed. According to the cm, the machine was removed from service after the event and evaluated by the facility biomedical technician. No defect or malfunction was found. The machine was placed back into service and has had no issues reported. The patient was discharged from the hospital and continues on hemodialysis at the facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, the facility biomedical technician evaluated the machine and no defect or malfunction was found. The machine has been returned to service with no issues. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within spec. The patient medical records were provided by the facility and a clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. There is no documentation in the medical record that indicates a causal relationship between the custom combiset and the patient's hospitalization for anemia. Medical records reveal that the patient's bleeding and anemia was a result of chronic kidney disease and the patient's blood loss secondary to the patient inadvertently dislodging her venous access.

Event description:
From medical records: (B)(6) 2015 dialysis orders: dialyzer: 180nr3 optiflux. Dialysate composition: 2.0k, 2.5ca, 1.0mg, 100 dextrose. Sodium (meq/l): 137. Bicarb machine setting (meq/l): 27. Bfr: 350. Scheduled hours: 3:30. Sodium modeling method: step. Sodium level start: 148. Estimated dry. Weight: 60.00. Ufr profile type: profile 4. Blood volume processed: 73.5. Target fluid removal (ml): 2000.0. Sodium level start: 148. Sodium level end: 135. Sodium modeling time: 3.0.